Event description:
It was reported that the customer had high blood glucose levels (350 mg/dl). Customer is using humulin 500. Customer removed site and noticed the cannula was bent, and reports insulin used is possibly over (B)(6) days old. Customer is working with his health care professional on adjusting his settings. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novalog.